Manufacturer narrative:
As reported, the 6f-7f mynx control vascular closure device (vcd) deployment tip frayed while attempting to cross a competitor's 6f sheath valve. There was no reported patient injury. The closure was subsequently performed with another mynx control. There was no calcium or vessel tortuosity at the puncture site. There was no damage to package. The mynx vcd was prepped according to IFU instructions. The problem occurred because the operator grip on device was not optimal and attempt to access valve was not ideal (not coaxial). That said, the device did fray easily. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot f2104902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿atraumatic tip frayed/split/torn¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as excessive force used, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the 6f-7f mynx control vascular closure device (vcd) deployment tip frayed while attempting to cross the a competitor's 6f sheath valve. There was no reported patient injury. Closure was subsequently performed with another mynx control. No calcium or vessel tortuosity at puncture site. There was no damage to package. The mynx vcd was prepped according to IFU instructions. The problem occurred because operator grip on device was not optimal and attempt to access valve was not ideal (not coaxial). That said, the device did fray easily. The device will not be returned for analysis as it was a potential biohazard. No other information was provided.